Event description:
On (B)(6) 2022, rayner intraocular lenses limited received notification from its swedish distributor of an event that occurred during implantation of a rayone emv rao200e. The event description provided states that the haptic broke during implantation necessitating removal of the lens from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that the haptic broke during implantation necessitating lens removal and exchange. The device has not been made available to rayner for evaluation. The rayner risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient information/evidence available at this time to determine the cause of haptic breakage. Rayner is following up with its swedish distributor to obtain additional information to facilitate further investigation of the event including but not limited to product lot number, information around product usage. The availability of product for return has also been queried.